Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test on an unknown date. This is report one of two. The consumer used two binaxnow covid-19 antigen self tests on the same day. After receiving the negative results, the consumer had confirmation pcr tested performed (platform unknown) which presented positive results. The consumer noted that they had fallen ill with covid-like symptoms which prompted the tests. The consumer also reported that they had been previously infected with covid (date unknown). Although requested, no additional information was provided.

Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report number: 1221359-2022-02788.